Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that there was no stuck drawer. A field service engineer (fse) did not find any medication jam, and all drawers worked properly. The fse recovered the drawer. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was stuck with controlled medications inside. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.